Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty, it interrogated only intermittently and failed its uplink test. The cable was replaced to resolve. (B)(4),

Event description:
It was reported that the radio-frequency (rf) head was not establishing telemetry with devices frequently. The rf head was returned for repair. No patient complications have been reported as a result of this event.